Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the ac switch was turned off and because of that the unit was running on battery power. The batteries were depleted. The fse was able to verify the error code failure. To fix the issue, the fse replaced the motor control board. The customer to complete preventative maintenance and battery maintenance test. The fse then completed all functionality and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure #51 and it then would shutdown. Also maintenance required alarm, was displayed. There was no patient involvement and no adverse event was reported.